Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during the pre-use check, a "no disposable, pump won't run" alarm went off. The cassette was changed to another one and the alarm stopped. No patient injury was reported.

Manufacturer narrative:
Device evaluation: four photographs were returned to manufacturing that were visually inspected. One cassette sample was returned to manufacturing that was visually and functionally inspected. No damages, kinks or voids that could cause the failure mode reported were found. The customer reported failure was not confirmed during the investigation as the returned cassette fully primed and connected without difficulty, the pump was set running and no alarms were activated. Root cause of the reported event could not be determined as the reported complaint was not confirmed. No actions were taken as no fault was found. No lot number was provided therefore, a manufacturing device history record DHR review could not be performed., corrected data: h6: correction: event problem and evaluation codes: method should have been originally reported as b21.